Event description:
Additional information later reported the patient was a no-show for their troubleshooting appointment and they were waiting to reschedule.

Event description:
It was reported the patient was able to give himself 3 boluses the day before the report. The patient received the bolus successful sounds and then tried to give a bolus again and was locked out with the time remaining until the patient could give another bolus. Per the reporter the pump event logs do not show any boluses were delivered yesterday so were there any given since 2013. The patient was in for a dose change on the pump. The patient¿s lockout interval: 2 dri 2x24 max 2. The pa section of the logs show that the patient had not given a bolus since (B)(6) 2013. The patient did not have their ptm so they could verify what the pa technical report showed. The patient also claimed that every time they give themselves a bolus it gave him swelling in their legs. The patient stated that this had been going on ever since they got the ptm. This occurred yesterday when the 3 boluses were given. The pump was used to deliver morphine. Additional information later reported the patient was scheduled to bring in the ptm on (B)(6) 2014 appointment. The report did not indicate any boluses were given after (B)(6) 2013 and no lockouts. No further troubleshooting had been done. The ptm issue had not been resolved. No further diagnostics were done regarding the swelling and the cause of the swelling was unknown. It was indicated that the patient was receiving effective therapy. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # unknown, product type programmer, patient; product ID 8709, lot # j11048r29, implanted: (B)(6) 2002, product type catheter. (B)(4).